Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the output connectors on the external pulse generator (epg) were broken. It was indicated that the battery drawer would not open without batteries installed. It was also indicated that a display wire was pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the output connectors on the external pulse generator (epg) were broken. The epg was returned for repair. There was no patient involvement.